Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report failure to deploy the clip, requiring mitral valve replacement surgery. It was reported that on (B)(6) 2022, an unproctored mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. After optimal grasping of the leaflets, an attempt to deploy the clip failed. The physician decided to pull with force on the delivery catheter to dissociate the clip from the delivery catheter shaft. After this manipulation, the clip was released but with one partial leaflet detachment. It was decided to implant another clip to stabilize the first clip. The issue was exactly the same issue met with the first clip. It was not possible to release the second clip. Decision done at this step was to send the patient to surgery. Mr post procedure was at grade 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with troubleshooting the issue of resistance during dc detachment after unthreading the dc by pulling on the dc handle with force. The cause of the reported activation failure including expansion failures (clip deployment) could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a